Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he burn tested the iabp for 2.5 hours and could not duplicate the display failure. The iabp operated to specifications. The iabp passed all functional and safety tests per factory specifications and was returned to the customer, cleared for clinical use. (B)(6).

Event description:
The customer stated that the display screen on the intra-aortic balloon pump (iabp) blanks out intermittently. It was confirmed by a getinge service representative that there was a patient involved in this event, however, there was no adverse event reported.